Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 shaft portion of the cutter/jaws was sticking when moved back and forward within the cannula of the hemopro. The sticking and friction was so bad that it was considered dangerous to continue the case using the device. A new hemopro was opened to finish the case. No injury to the patient.

Manufacturer narrative:
Tw# (B)(4), the device has been returned to maquet cardiac surgery for evaluation.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 shaft portion of the cutter/jaws was sticking when moved back and forward within the cannula of the hemopro. The sticking and friction was so bad that it was considered dangerous to continue the case using the device. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There were resistance noted while inserting the harvesting tool into the cannula. The sticking caused delays and the time to open a new kit to finish the case. No injury to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/01/2022. An investigation was conducted on 12/13/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were visible on the cannula, c-ring, and between the jaws of the harvesting device. The harvesting device was returned inside the cannula. The c-ring and heater wire were observed to be intact with no visual defects. A microscopic inspection was conducted. The gray silicone insulation of the cold jaw was observed to be peeled at the tip. The insulation of the hot jaw was observed to be intact with no visual defects. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. A slight resistance or sticking was noted when inserting the device, which can be attributed to the interaction of the harvesting device with the flexible o-ring within the port. The resistance did not prevent the harvesting device from being easily inserted or retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed, however the analyzed failure "peeled; jaw" was confirmed. The lot # 3000260539 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.